Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited the distal end metal section was burned. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the distal end metal section was burned. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: this is assumed to have occurred because the distal end metal section of the product (including the distal end metal section and forceps stand) was exposed to high temperatures under the environment in which the product was used due to some influence. The event can be detected/prevented by following the instructions for use which state: chapter 3 preparation and inspection. Chapter 4 operation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.